Manufacturer narrative:
The referenced patient expiration was reported under medwatch MFR report# 2916596-2017-01154. (B)(4). Approximate age of device - 2 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was being treated with IV and oral antibiotics to suppress recurrent (B)(6) bacteremia that began in (B)(6) 2015. It was reported that the patient had been very non-compliant with driveline dressing changes and would often leave the driveline dressing off completely for days, and that the driveline may have been a nidus for the infection. The patient was never diagnosed with an actual driveline infection. It was reported that the patient expired due to an intracerebral hemorrhage on (B)(6) 2017.

Manufacturer narrative:
A correlation between the device and the reported bacteremia could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient later expired due to a hemorrhagic stroke and the device was not returned (reference medwatch MFR report # 2916596-2017-01154). A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.